Event description:
The patient with a dissecting aorta was taken emergently to the or for repair, and was placed on the heart-lung machine with a 5-pump base, as the surgeon wanted to have the lower body perfused. The main pump was in use with the axillary artery, so the perfusionist used the cardioplegia pump when the aorta was clamped. She failed to keep the arterial head rolling fast enough for the other pump to work, which caused air to be drawn in over the oxygen fibers. An air embolism was introduced into the patient's circulatory system. He was taken to the ICU and put into a barbiturate coma for a few days. He has since been taken off, has been following commands, and seems to have no focal deficits.